Event description:
The customer observed a non-reproducible, falsely elevated vitros tropi es result for a single patient sample processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The tropi es result was not reported outside the laboratory, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 200 mg/dl or 225 mg/dl and 100 mg/dl or 125 mg/dl. 364 mg/dl, 221 mg/dl, and 145 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.